Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda was due to a combination of patient condition and procedural circumstances. The cause of the reported difficult leaflet capture, difficult leaflet grasping, difficult imaging, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr), tethered and restricted septal leaflet and for a triclip procedure. During the preparation of first triclip, one gripper was unable to raise fully. The clip was closed and opened again and still the issue persisted. Difficulty was encountered while retracting clip from clip introducer. As a result, the clip was replaced with another device to complete the procedure. During deployment of second triclip, imaging was challenging due to patient's anatomy. Difficulty was encountered while grasping and capturing the leaflet due to patient's complex anatomy of leaflets. Anterior leaflet was observed to be damaged while grasping. The procedure was continued with successful deployment of the clip. Post deployment, the clip had single leaflet device attachment(slda) from the septal leaflet. Another triclip was deployed to further reduce the tr to grade 1. There was no clinically significant delay.